Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which is included in the shortened replacement window product advisory population, was found to have declared end of life (eol) after approximately 52 months of implant. The device was reportedly found in storage mode; however, no adverse patient effects were reported as a result of this observation. The device was successfully replaced and returned for analysis.

Manufacturer narrative:
Analysis of the device is currently in progress. This event will be updated as additional information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our analysis showed this device did not meet longevity expectations. Final analysis concluded premature battery depletion occurred due to compromised low-voltage capacitors, which resulted in a high current condition. This device is included in the may 12, 2006 advisory issued by guidant (now boston scientific crm) regarding premature battery depletion potential in a small subset of ICD and crt-d devices due to a failure of a capacitor from a single lot. This issue is discussed in the q3 2010 version of our product performance report. This event will be updated if any additional information becomes available.